Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned but analysis could not be performed due to legal restrictions. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery had unexpected longevity and the device went from recommended replacement time (rrt) to end of service (eos) faster than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.